Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm leak tested the iabp and the pim failed. To address the issue the stm replaced the pim assembly. The stm performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that prior to use an autofill failure alarm occurred a second time on a cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, thus no adverse event was reported.